Event description:
Pt had no complaints predialysis bp 118/80 pulse 75. Dialysis was initiated at 6:20 at 400cc bfr, 500cc dfr venous pressure 220. Target uf 3.9 kg, bp 126/77, pulse 72. At 7:55 venous pressure had decreased to 180 and stayed at that level for the remainder of the treatment with bfr of 400cc. At 9 am pt complained of aching in chest, bp 126/90. Amphogel was administered. Approx 20s min later the pt complained of chills and feeling bad. Bp 124/93. Amphogel was given. Blood cultures were drawn. The physician was notified and gentamycin 140 mg and kefzol 2g were administed. Dialysis was discontinued. The pt began to complain of stomach cramps. Lab studies for chemistries amylase and lipase were drawn, however, the lab reported that the sample was hemolyzed. The pt was transported to the hosp, because complaint of severe abdominal cramping continued.